Event description:
It was reported that the patient presented to the hospital due to hv shock. Upon interrogation the device delivered inappropriate hv therapy for an svt. Reprogramming changes were made. The patient condition is stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.